Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump failed volume checks during testing. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with a cracked battery door; tamper seals were all intact. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. Running three accuracy tests the pump was found to be working as intended and within the manufacturing specifications. No fault was found with the device. However, it's recommended to have the expulsor replaced as preventative measure due to previous services. No root cause was determined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for failed volume test. Due to previous repair, the expulsor is being replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).